Event description:
The hosp staff used the device to administer defibrillation therapy to a pt diagnosed in cardiac arrest. The device allegedly displayed the warning message abnormal energy delivered when the shock was administered. A different defibrillator was subsequently used to continue treatment of the pt. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.